Event description:
It was reported that there was an error 41786 during ignition. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 07-jan-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported problem: "system error during power on". Reported problem confirmed. Turned on with alarm and error code 41786. The probable cause of the reported problem was unknown. Replaced main board. After repair all functional test of the pump passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.